Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Customer changed supplies to address bg. A correction bolus was delivered to address bg. During troubleshooting it was determined that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue.